Manufacturer narrative:
The subject device had been disinfected using a wassenburg automated endoscope reprocessor, but not model etd-4.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel of the subject device tested positive for pseudomonas aeruginosa (150cfu/100ml). According to the manufacturing history of the subject device, the subject device was manufactured in september 2016. A physical inspection of the scope was conducted in good condition. Therefore, no technical reason could be explained for the cause of the remaining of the bacteria. Thus, additional microbiological testing following reprocessing was conducted at the third party laboratory again. In the additional test, the testing indicated no microbial growth for the subject device. The testing result cleared french guideline.

Manufacturer narrative:
The subject device was manufactured after an elevator mechanism design change in (B)(6) 2016. The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested (B)(6) for several bacteria. On (B)(6), the subject device tested (B)(6) for pseudomonas aeruginosa(33cfu/100ml). On (B)(6), the subject device tested (B)(6) for bacillus sp., and rhizobium radiobacter.(2cfu/100ml). The customer reported that the subject device was reprocessed according to the instruction for use and the french regulation. The subject device had been disinfected using an olympus automated endoscope reprocessor model etd-4 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.